Manufacturer narrative:
Product event summary : the full lead was returned in segments and analyzed with no anomalies found. Visual analysis noted apparent explant damage.

Event description:
It was reported that about eleven years earlier, the pace/sense portion of the right ventricular (rv) lead had been capped and replaced due to sensing issues and the high voltage portion of the lead remained in use. Now it was reported that the pace/sense replacement lead was possibly fractured. High and varying impedance was noted, and non-physiologic non-sustained ventricular tachycardia (ns vt) episodes were recorded. The pace/sense replacement lead and chronic rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 6936 implantable tachy lead (B)(6) 1997; d284vrc implantable cardioverter defibrillator (ICD) (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary : subsequently, performance data was collected from the device and analyzed; analysis revealed the lead integrity alert was triggered on (B)(4) 2013 due to meeting the requirements for impedance and ventricular- short interval counts (v-sic). High impedance was noted and varied between 475 and 2185 ohms between the weeks ending (B)(4)2013 and (B)(4) 2014. 13 non-sustained tachycardia events with a v-v cycle length of less than 220 milliseconds were recorded between (B)(4) 2013 and (B)(4) 2014. 5950 v-sic were recorded beginning at implant. Corrected data :